Event description:
It was reported that the patient's ins was replaced one month previous, in (B)(6) 2012. The patient's lead was left in. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377660 lot#: v013969 serial#: implanted: 2007 (B)(6), explanted: product type: lead product ID: 37752 lot#: serial#: (B)(4), implanted: 2007 (B)(6), explanted: product type: recharger product ID: 37742 lot#: serial#: (B)(4), implanted: 2007 (B)(6), explanted: product type: programmer, patient. (B)(4).

Event description:
Additional information was received. It was reported that the reason for device replacement was that the patient failed to charge the battery and destroyed it. Depression was blamed as the cause. It was also believed that the sub-par stimulation due to rib stimulation from an originally high lead placement was the cause. See MFR report # 3004209178-2012-08217 for information on high lead placement.

Manufacturer narrative:
(B)(4).